Event description:
It was reported that the patient went in for an echocardiogram and now is feeling more tired and feels like the implantable pulse generator (ipg) is "being faster and harder." The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.